Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide device was used with a 12f sheath. The perclose proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it does not appear that the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 12f sheath after an interventional ablation procedure. Reportedly, the device was deployed. The foot plate was returned to its original position and the foot was retracted. At that point, there was difficulty experienced removing the device. The operator did a small nick and spread and noticed the suture was entangled in the sheath. The suture was cut and the device was able to be removed successfully. There was no vessel damage. Hemostasis was achieved with manual compression there was no adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy. No additional information was provided.